Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. The pump supplies were changed to resolve the issue. Customer's blood glucose was 303mg/dl.